Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the device manufacture date for the reported meter serial number is unknown. The device manufacture date entered is the complaint awareness date. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on his adc blood glucose meter. Customer reported receiving readings of 59 mg/dl, 200 mg/dl, 241 mg/dl, 253 mg/dl, and 269 mg/dl, of which two sets of readings were obtained within 10 minutes. Both sets of results, when plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.